Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 2523190-2021-00095. A facility reported that the autoclavable scope (440700) was not compatible with product numbers provided when cross referenced on integra's website. The scope had lesser length and did not fit into sheaths they were using and creates a ¿halo¿. There was no patient contact and no delay in surgery reported.

Manufacturer narrative:
The returned 400700 scope is in used condition with no visible defect. Scope was measured within specifications. The reported complaint may be the result of incompatible parts ordered. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.